Event description:
Related manufacturer report number: 2017865-2023-45181. It was reported during in clinic follow up that the atrial and right ventricular leads exhibited high pacing impedance, loss of capture, and noise. The patient had an arrhythmia. Programming changes were made. The patient was stable following changes.